Event description:
It was reported that during a lap chole procedure, the clip came out crooked and was difficult to fire. The same device was used to complete the procedure. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition. The instrument was received empty, because of this, no further analysis could be performed. The instrument locked out as intended. Additionally, the orange indicator was beyond its intended position. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.